Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on u1 keypad assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures during self test. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer performed self test, however test did not passed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.